Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: 9733752, serial/lot #: unk, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess). It was reported that a "localizer faulted" error message appeared when attempting to register the patient. The navigation system was powered down, cabling was disconnected and reconnected. Once the navigation system was rebooted, functionality was restored. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome.